Manufacturer narrative:
(B)(4). A single module sensor was received for investigation. Visual inspection found no anomalies and all initial readings were within specifications. The module was tested numerous times in a n600x unit with no failures observed. Several tests were conducted at different levels and time frames and the unit passed all testing with no failures. The customer reported malfunction could not be verified.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The handheld monitor and printed circuit board (pcb) were returned for evaluation. The products were tested multiple times and the reported low readings could not be duplicated. All readings were within specifications, and there were no failures observed.

Event description:
It was reported to covidien that during use, the spo2 was lower than expected. Another sensor was connected but the result was the same. However, another device was used then the reading rose to expected range. No patient harm reported.